Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited abnormal impedances values believed to be greater than 2,000 ohms and high pacing thresholds. The patient's left ventricular (lv) lead is a competitor's product. Subsequently, the patient underwent a revision procedure and the physician noted that the lv port was broken. The physician believed that the previous surgeon used too much force during implant. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory analysis revealed that the lv sealplugs were missing and there was a wrench tip stuck in the lv tip port. This indicates that a non-boston scientific wrench was used and had broken off in the lv port. There were metal shavings along with metal slivers still attached in the port and when removed the wrench tip was able to be removed from the header. The damage was reported and confirmed as induced damage. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis confirmed that therapy was available on this product and the damage to the lv port was induced in the field.

Event description:
--